Manufacturer narrative:
Continuation of d10: product ID: 10fcc13, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the catheter was inserted and the ring was deployed, the ring appeared small. An attempt was made to form it into a spiral, but the array did not advance and only the shaft extended, causing it to fold back in a u-shape. While operating the slide control bar several times, it was noticed that the catheter had become knotted, but the knot could not be undone and the catheter was tightly withdrawn. Also, steerability issues were experienced with the sheath the catheter and sheath were both replaced to resolve these issues. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.